Manufacturer narrative:
This complaint is for a report with a use error, where the patient disconnected from the set without following proper disconnection procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a low drain volume alarm caused by air in the homechoice cassette tubing, which was caused by a breach in aseptic technique. This occurred during drain four of six of automated peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that the patient disconnected from the set without following proper disconnection procedures, which caused the air in the tubing. The use error was further described as; the patient felt full and wanted to drain out some fluid, therefore the patient disconnected temporarily, drained some fluid directly into a sink, and then reconnected. The patient did not clamp or cap the patient line. Renal therapy services (rts) explained to the patient that the therapy would have to end since the patient line was left open which caused air to enter the line and the setup was no longer sterile. Rts assisted the patient to end the therapy. Rts advised the patient to avoid draining fluid directly from the transfer set in the future. Rts advised the patient to contact their peritoneal dialysis registered nurse to notify that the therapy was not completed. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.